Manufacturer narrative:
Date rec¿d by MFR : 12dec2019, date of report : 13dec2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer was provided with the part number for the back up battery. The customer replaced the defective back up battery to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19nov2019.

Event description:
The customer reported backup battery failure. The power supply was replaced and now the ventilator is beeping every minute and the backup battery (light emitting diode) led is flashing. There was no patient involvement.